Event description:
It was reported that during the surgery, headless pin holder started to not hold the pins. Surgery was completed with a surgical pliers.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a pin puller not holding pins was reported. The event was confirmed. Visual analysis of the returned device showed the pin that held the arm and handle of the pin puller together had fractured. The innomed supplier investigation determined that the pin fractured due to excessive force by the user. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that pin fracturing in the pin puller was caused by excessive force by the user.

Event description:
It was reported that during the surgery, headless pin holder started to not hold the pins. Surgery was completed with a surgical pliers.